Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the pt reports experiencing altered color perception, bright white spots, and blurry vision. In addition, the pt reports that her right cornea was torn intraoperatively and she was treated with topical steroids. The implanting surgeon told the pt that her vision difficulties were related to menopause. The pt consulted with a second ophthalmologist who told her that the cornea has healed, but there is scar tissue impeding the iol hinge movement and recommended a yag capsulotomy. The pt was unable to provide the device info and was not willing to allow (B) (4) to contact her physician.

Manufacturer narrative:
The referring physician told the pt that the iol movement is restricted due to capsular fibrosis, which is an inherent risk of cataract surgery.